Event description:
It was reported during the implant procedure that the helix could not be extend or retracted properly. The lead was not implanted and there were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found; however, blood was noted in the helix mechanism on visual inspection.